Manufacturer narrative:
Concomitant medical products: product ID 977a275, serial# (B)(4). Implanted: (B)(6) 2020 product type lead product ID 977a275, serial# (B)(4), implanted: (B)(6) 2020, product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient discharged in 7 days with stimulation turned off. The patient indicated that since april they had experienced a shocking sensation when the stimulation was on. The shocking sensation could be provoked by palpating the system. The shocking sensation was also being triggered when the patient moved from a sitting to a standing position, during this movement the patient also experienced nerve pain in his legs. The shocking sensation and nerve pain were only felt when the battery was providing stimulation. When the ins was off, no shocking sensation was felt during palpation nor during changing posture. It was explained that the patient also experienced pain around the ins pocket, however there were no signs of infection present. The patient did not e xperience any fall or other trauma and he also did not have any surgical intervention recently. According to the patient the ins could not move in the pocket and it was laying superficial to the skin. Furthermore, it was explained that an x-ray was performed. Based on the x-ray the lead position was verified and it was confirmed that the leads were still correctly placed. The hcp did also not see any signs of a broken or fractured lead on the x-ray. Impedances were measured and had avalue of around 1200/1300 ohms. Additional information received reported that the patient felt the shocking sensation when the device was on not when it was off. It was thought that the issue was with the device/therapy and not related to the procedure. There was some fluid around the ins in the past according to the patient but it was not visible anymore. The patient felt the shocking sensation when someone else touched them. Everything looked normal when the ins was interrogated. Impedances measured okay. The cause was not determined and the issue weas not resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.